Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the retainer ring had an issue. Customer stated that the retainer ring was cracked and reservoir won¿t stay in the insulin pump. No harm requiring medical intervention was reported. The device will return for the analysis.